Manufacturer narrative:
Other applicable components are: product ID: 8703, lot# j93122401, implanted: (B)(6) 1993, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient receiving baclofen, dilaudid, and marcaine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 12-sep-2017 it was reported that hcp had gotten a call from the patient stating that she was having increased pain and that the catheter to the pump was fractured. Per the hcp, her physician did not manage pumps anymore; he left the practice with the managing physician but was writing oral med orders for pump patients. The patient was looking to get more oral pain meds. The hcp was wondering who the implanter was for the patient¿s pump. Additional information was received the same day (12-sep-2017) from the patient who reported that a doctor told her on (B)(6) 2017 that she had a fractured catheter. She had been in horrible pain since (B)(6) 2017 which had come on suddenly. The patient stated that she needed a surgeon that could replace the catheter and the pump. No further patient complications have been reported as a result of this event.